Event description:
A non-health care professional reported with the description, lens stuck in cartridge/lens would not advance. Also stated, the lens was opened and unused, the back haptic was stuck on the plunger and while attempting to release it, it ripped. Additional information was received, lens was mostly inserted and back haptic was stuck on plunger. Doctor had to remove the lens and used back up.

Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Viscoelastic was dried on the lens. One haptic was nicked on the distal edge and broken in the distal tip area. The broken haptic portion was not returned. The optic edge was broken. The optic has a large area that was torn, split, and cracked far into the optic material from the edge toward the optic center. The associated company cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic combination was used. The root cause cannot be determined for the reported complaint. Broken haptic damage and severe optic damage was observed. The associated cartridge was not returned for an evaluation. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information was provided the lens was stuck in the cartridge. The back haptic was stuck on the plunger and while attempting to release it, it ripped. This information would suggest that the lens and/or plunger may not have been in a proper position for advancement. Per the handpiece IFU: important. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol (intra ocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. It is also unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).